Event description:
The customer called for assistance with the contour next ez. She felt her readings were too high.while troubleshooting, it was discovered the meter display was missing segments.the customer was not aware of the missing segments, but no adverse event was alleged.a new meter was sent to the customer and customer's meter is expected to be returned.